Event description:
It was reported to boston scientific corporation that a microknife xl was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2026. During the procedure, the cutting wire was kinked and unable to be deployed. As a result, the incision could not be performed smoothly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.